Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 16sep2019. The manufacturer¿s international service technician confirmed the reported noise issue. The manufacturer¿s international service technician replaced the oxygen valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The o2 solenoid valve assembly was returned. During debugging, unknown debris was found wedged between the orifice body and seal inside the oxygen valve solenoid assembly. The unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the high pressure leak test to fail. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Reported that flip-flap noise was emitted from the right filter when the unit was used in CPAP or s/t mode with around 100l/pm leak. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.